Event description:
Ventilator failed approx. 9 minutes into use on a pt. Pt bagged. Alarm continuous, digital readout indicated "run est" (extended self test). Self test run. Passed test. Placed back on pt. Approx 9 minutes later, ventilator failed again. Pt bagged immediately. Ventilator replaced.